Event description:
It was reported that during the implant procedure, severe vascular nerve stimulation was observed when the left ventricular (lv) lead was placed in the lv. No electrical anomalies were observed on the lv lead. The physician made several attempts to replace the lead but failed. The lv lead implant was aborted for implant at a later date. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event was extra cardiac stimulation. As received, a complete lead was returned in one piece. The visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification.